Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient underwent an initial hip arthroplasty with non zimmer biomet devices on (B)(6) 2010 and was revised on (B)(6) 2016 due to elevated metal ion levels, pseudotumor and fluid collection. During the revision surgery a zimmer biomet femoral stem and a biolox head were implanted. 2 months after revision surgery the elevated ion level was resolved. Review of received data: maude report: maude report: mw5093335: implant date: (B)(6) 2010 (stryker devices). Explant date: (B)(6) 2016 (received wagner sl and biolox head). Event description: in 2010 the patient underwent a right total hip arthroplasty with a stryker rejuvenate spt modular stem size 8, trident x3 10-degree polyethylene insert with a 36 mm inner diameter. 54 mm ti hemispherical cluster-hole-shell, three cancellous bone screws, and biolox delta ceramic v40 femoral head. In 2014 serum / plasma cobalt level was 4.2 mcg/l. In 2014 serum / plasma cobalt level was 5.8 mcg/l. In 2014 serum / plasma cobalt level was 4. 7 mcg/l. In 2015 serum / plasma cobalt level was 3.7 mcg/l and urine cobalt level was 2. 7 mcg/l. In 2016 serum / plasma cobalt level was 7.8 mcg/l. In 2015, metal suppression MRI of the right hip showed no evidence of any concerning reaction. In 2016, repeat metal suppression MRI showed pseudotumor involving the superior, posterior capsules with some extracapsular extension in proximity to the attachment of the gluteus minimus tendon. There is also a small amount of fluid in the trochanteric bursa, tracking towards the joint. In 2016, her right hip was revised to a zimmer wagner sl stem with a 36 mm +0 delta ceramic head with a new trident x3 polyethylene liner. The cobalt level of the right hip joint fluid was 310 mcg/l and the chromium level was 140 mcg/l. In 2016, 2 months¿ post revision of the right hip, her serum cobalt level was 0.88 mcg/l and her urine cobalt was not detectable. No medical records have been received. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be reviewed due to lack of product identification. Conclusion: on (B)(6) 2010, the patient underwent initial hip arthroplasty with medical devices from stryker. Due to metal related pathology including high cobalt ion levels, pseudotumor and fluid collection at the trochanteric bursa the patient underwent a right hip revision on (B)(6) 2016. During the revision surgery the stryker femoral components were revised to a zimmer wagner sl stem with a 36 mm +0 delta ceramic head with a new trident x3 polyethylene liner. In 2016, 2 months¿ post revision the patient's serum cobalt level was 0.88 mcg/l and her urine cobalt was not detectable. Based on the reported event the wagner sl stem and possibly a zimmer biomet biolox head were used together with acetabular components from a different manufacturer which classifies as an off-label use that may reduce the performance of the involved devices. Based on the provided event description no adverse event following the revision surgery on (B)(6) 2016 has been identified, as the high pre-revision cobalt ion levels in serum and urine resolved after the revision. At this point there is no indication of a nonconformance or complaint out of box (coob) of any involved zimmer biomet device. Based on the given information zimmer biomet devices have been mated with devices from a different manufacturer which classifies as an off-label use. However, based to the given information, no adverse event has been reported after this off-label use involving zimmer biomet device. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Item and lot numbers unknown.

Event description:
It was reported that patient underwent revision surgery due to elevated metal ion levels, pseudotumor and fluid collection.